Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during the fill tubing step, no insulin was seen exiting the infusion set tubing. The customer disconnected the luer lock connection and the customer did not see insulin exit the cartridge tubing. A new cartridge was successfully loaded to address the event and insulin delivery was resumed. The customer's blood glucose level was 215 mg/dl.